Event description:
Device noted to be "leaking" at connection to 2g catheter. Upon further assessment, the health care professional noted that the "t-connector was loose." Device used for right radial arterial line. Device change only intervention.